Event description:
It was reported that the event involved a "extremely ill" male pt, while in the cath lab, the intra-aortic balloon (iab) was prepped and inserted through a sheath via the right femoral artery. The pump (autocat2 wave), alarmed helium loss/kinked iab and "water" was seen in the helium tubing. The pt was x-rayed and the md noticed that the membrane inflated "very slowly and sometimes not 100% inflation." Due to the pt's illness he expired. The md stated that the iab "had nothing to do with the pt's death."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.